Event description:
It was reported that a flo-gard infusion pump was found to have an f-35 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and power on self-tested as well as a review of the alarm log and service history log with no defects noted. The reported problem was not verified. The device was serviced and restored to a good working condition. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The event log identified a separate alarm that was unrelated to the reported alarm and therefore could not be verified as the reported condition. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.